Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of a hardware error.

Manufacturer narrative:
(B)(4). The complaint device for returned for evaluation; however, the evaluation is not complete. A follow-up report will be submitted upon its completion.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact patient did not report any injury or medical intervention.